Event description:
Revision surgery revealed loosening of the patella and polyurethane wear of the tibial insert. Due to insufficient patella bone stock, the patellar component was not replaced.

Manufacturer narrative:
Summary of evaluation: the tibial and patellar components can not be evaluated for the reported wear of the insert or loosening of the patellar component as they have not been returned to howmedica but rather have been retained by the pt. A review of the device history record for the patellar component found that no discrepancies were reported during manfacture. The lot code for the tibial insert has not been supplied so that the device history record could not be reviewed. Attempts to obtain the lot code info for the tibial insert have been unsuccessful. Section f1-14 has been completed by the MFR. Info has been requested from the user facility. If info is received, a supplemental report will be submitted.